Manufacturer narrative:
Examination of the returned instrument confirmed the threads below the cap are seized with the smaller mating threads. Previous investigations found this scenario can only be replicated when utilizing an assembly tool adapter of a non-equivalent size to the proximal body length; damaging the instrument. The reclaim surgical technique, step 8 "taper engagement", states "attach the assembly tool adapter (75mm, 85mm, 95mm, or 105mm, corresponding with proximal body implant length) to the housing of the assembly tool." The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been identified. Monitor through trend analysis via post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2012.

Event description:
The reclaim uprod is stuck at the top section and will not turn.